Event description:
It was noted that many of our alaris pumps were delivering more than the regulated amount of medication infusion and / or IV fluids. Upon inspection of the pump it was noted that there were cracks in the plastic casing causing the pump to infuse at a rapid rate. On several occasions the medications reached the pt without any adverse effects, the others never reached the pt and were identified immediately. Upon inspection of all our alaris pumps, it was noted that 100 or so pumps had cracks in the plastic casing and we reported this to the MFR. They blame this on cleaning methods but clearly this could have had serious adverse outcomes and should not have cracked. Dates of use: (B)(6) 2005 - (B)(6) 2011. (B)(6).